Manufacturer narrative:
The reported event of structural valve deterioration, fibrotic tissue and calcification could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 21mm trifecta valve was implanted. On (B)(6) 2019, structural valve deterioration was observed. On 29 october 2019, reoperation was performed and the valve was explanted due to structural valve deterioration. It was further reported that the valve was very stiff with a mix of fibrotic tissue and calcification. An unknown sized, unknown device was successfully implanted. The patient is stable and recovering post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 21mm trifecta valve was implanted. On (B)(6) 2019, structural valve deterioration was observed. On (B)(6) 2019, reoperation was performed and the valve was explanted due to structural valve deterioration. It was further reported that the valve was very stiff with a mix of fibrotic tissue and calcification. An unknown sized, unknown device was successfully implanted. The patient is stable and recovering post-operatively.